Manufacturer narrative:
The jostent graftmaster is being filed under manufacturing number 2024168-2008-00981.

Event description:
Reporting status: death. Reporting rationale: perforation not sealed and the pt subsequently died. Device issue: failure to seal the perforation. It was reported that the graftmaster stents were implanted in an attempt to treat a perforation in the mid lad; however, the perforation was not sealed and the pt died. No additional event or pt info is available.